Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the service history has been requested. Manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips broke off of two ria drive shafts, the prongs and tip broke off a cruciform screwdriver, a stardrive screwdriver is stripped, and a depth gauge has a broken tip. The sales consultant was informed about the stripped stardrive screwdriver by the facility; he has no information regarding the screwdriver, he assumed it happened during a surgery because it was ¿tagged¿ at the facility. The cruciform screwdriver was discovered in sterile processing with the prongs on the tip broken off. One of the ria drive shafts with a broken tip was reported to the sales consultant by the facility and the sales consultant has no additional information, it is unknown when it broke. Lastly, it was discovered during cleaning on an unknown date that a depth gauge has a broken tip. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed as part number 319.006 with lot number(s) 4975343 is a lot/batch controlled item. The manufacture date of this item is 01-apr-2005. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A device history record review was performed for the subject device lot number 4975343. Manufacturing location: (B)(4). Date of manufacture: 01-apr-2005. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service and repair evaluation was completed. The customer reported the tip of the depth gauge broke off. The repair technician reported tip broken as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Product development investigation was completed. A service and repair evaluation, device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The returned depth gauge is used for measuring 2.0mm and 2.4mm screws in various trauma (including veterinary) plating systems. The repair technician reported the tip of the depth gauge broke off and that the device was not repairable per the inspection sheet. This was confirmed by customer quality. As depicted in the received photograph, the proximal portion of the needle is broken off where it connects to the calibrated body of the device. The distal pin is present and assembled. The distal portion of the needle component was returned and shows slight bending along the length of the component. The balance of the device shows surface wear consistent with use and which would not impair the function of the device. In conclusion, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed and maintained as recommended. The root cause could not be definitively determined as the circumstances at the time of the damage are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.